Manufacturer narrative:
This was found to be a duplicate of 1038671-2020-00361. Please disregard this submission.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 6 years postop the initial tha, this female patient experienced a hip revision due to a fall and stem loosening due to the fall. Device to be returned.